Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI): (B)(4). The field service engineer (fse) found the gear pump head pressure was very low. The fse replaced the gear pump head and adjusted the pressure to specification. Qc results were acceptable. The service actions resolved the issue.

Event description:
The initial reporter complained of discrepant results for 5 patient samples tested for phos2 phosphate (inorganic) ver.2 (phos2) on a cobas 6000 c (501) module. Patient 1 initial result was 2.41 mmol/l. The repeat result was 1.51 mmol/l. Patient 2 initial result was 2.75 mmol/l. The repeat result was 1.81 mmol/l. Patient 3 initial result was 3.57 mmol/l. The repeat result was 2.40 mmol/l. Patient 4 initial result was 2.49 mmol/l. The repeat result was 1.46 mmol/l. Patient 5 initial result was 2.52 mmol/l. The repeat result was 1.73 mmol/l. The questionable results were not reported outside of the laboratory. The phos2 reagent lot number was 521058. The expiration date was not provided.